Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-apr-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt experienced a suture break while tension was being applied to the tightrope. The issue was identified during a procedure performed on 13-apr-2026. No patient harm was reported. Additional information was received on 20-apr-2026: an acl reconstruction procedure was being performed. During graft passage, the tightrope suture broke while tension was being applied to pull the graft into the tunnel. The exact location of the suture break could not be confirmed. All broken sutures and the tightrope button were removed from the patient. A replacement implant, part number ar-1588btb-2j tightrope ii btb, was used to complete the case. The procedure was delayed by approximately 40 minutes due to the event. It could not be confirmed whether additional anesthesia was administered to the patient.